Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding and were difficult to press. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to the keypad assembly. The connector at the printed circuit board was properly connected. The insulin pump passed leak test. No damage or moisture damage was found on the keypad assembly noted. The insulin pump had minor scratched lcd window, minor scratched case and fading serial number label.